Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock due misclassification of by the implantable cardioverter defibrillator (ICD) of atrial fibrillation (af) with rapid ventricular response (rvr) as fast ventricular tachycardia (vt). The ICD remains in use. No further patient complications have been reported as a result of this event.